Event description:
A customer reported that suction was not effective during the ultrasound portion of a cataract with iol (intraocular lens) implant procedure. A system message displayed when the handpiece was re-tuned. The case was able to be completed after the unit was exchanged. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).